Manufacturer narrative:
Based on the available case information provided by the surgeon, a link between the reported event and the graft could not be confirmed (requested culture reports were not received). A review of the device history record (DHR), indicated the device identified in this report met all manufacturing requirements.

Event description:
Post rotator cuff repair with orthadapt augmentation (time unknown), the patient re-ruptured the repair. Approximately 17 weeks post-repair, the graft was explanted; at the time of explant, inflammation of the joint space and the remnant rotator cuff were noted.